Event description:
It was reported by service report that the foot end lift was stuck in a raised position and the power cord had a loose ground prong. No patient involvement or adverse consequences are reported.